Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Clarification was received from the affiliate on 08/26/2016 stating the originally reported serial number (sn) was not the correct number to be linked with this file. The sn for this particular complaint is unknown at this time. The originally reported sn does not belong with a file nor does it have an associated complaint. Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of two viscoelastics which are currently qualified for use in this model. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the lens broke at the time of injection into the eye. A wound enlargement was necessary. The iol was replaced. A suture was used. Additional information was requested. This is one of two reports being filed for this facility. The alcon reference numbers are 2016-50030 and 2016-51663.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received stating the patient developed severe corneal edema upon removing the lens from the patient's eye. It was also reported that all the interventions went well.